Manufacturer narrative:
Analysis could not verify customer's complaint of overheating as pre-repair heat test was not performed. The laser markings are faded. Both flanged bearings and the non flanged bearings are worn. The bearings have been replaced. Multiple internal components have been preventively replaced. All mandatory parts have been replaced. All parts have been cleaned. The unit has been successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece overheated during preparation for use. There was no delay with the procedure. There was no patient impact.